Manufacturer narrative:
Thv/tvt registry. (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by the edwards implant patient registry, a 26 mm sapien 3 valve was explanted 7 months post deployment. The reason for the valve explant is unknown. An edwards ce perimount magna surgical valve was implanted.

Manufacturer narrative:
Investigation revealed the explanted valve was sent to pathology but results are pending. Explant of aortic bioprosthetic valves can be due to multiple mechanisms, including endocarditis. The valve was not returned and patient medical records and procedure op notes were not provided; therefore, the specific root cause of this explant cannot be determined or evaluated at this time. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no indication a product deficiency contributed to this adverse event. The reason for the valve explant cannot be confirmed; pathology results are pending it is possible that the patient may have had endocarditis, requiring the valve to be explanted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(6) registry. UDI number: (B)(4). Medical record review revealed six months post deployment of a 26mm sapien 3 valve, the patient was admitted after a period of fevers, chills and myalgias. Workup revealed enterococcus bacteremia and vegetations on the sapien 3 valve. The patient was started on ampicillin and ceftriaxone and transferred to another hospital for surgery. Post admission tee revealed a 6mm x 11mm vegetation appended to the ventricular aspect of the bioprosthetic valve. The patient was referred to surgery. A median sternotomy was performed and the heart was carefully dissected from the sternum. The prosthetic aortic valve was exposed. Clear vegetations on all valve leaflets were observed. The valve leaflets were excised. The frame of the valve was freed from the native annulus and root. The native leaflets were excised and the annulus was debrided. No gross evidence of endocarditis involvement of the aortic annulus or the aortic root was observed. An edwards magna pericardial valve was then implanted. The procedure was completed and the patient was transferred to the cardiac ICU in critical but stable condition. The patient was discharged on postoperative day 3 with instructions to continue with an 8-week course of antibiotic therapy. Post discharge, the patient presented to the ER with sudden onset of fevers and rigors. The patient¿s family reported the patient appeared to be somewhat confused; however, that resolved prior to the presentation to the ER. The patient was followed by infectious disease. No growth was observed in the blood cultures and no evidence of vegetation was observed. The patient was discharged on vancomycin and instructed to continue the 8-week course. The explanted valve was not returned to edwards lifesciences for evaluation. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. Although the exact cause of the endocarditis was not confirmed, investigation results suggest/indicate the possible source of infection was the right elbow tear and surgical repair 2 months prior to diagnosis of endocarditis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.